Manufacturer narrative:
(B)(4). The condition was verified during the evaluation process. An investigation determined that the separation of the tubing and male luer lock allowed the slide clamp to fall off the set. The tubing insertion was measured and does not meet the minimum specification. The investigation further explained that machine 441 which assembles the 2n3348 set could not be verified as the machine was undergoing a validation change process. As a result of this, units were assembled manually, 100% visually inspected and pressure tested. The cause for the separation and therefore, the missing slide clamp, was a failure to follow procedure during the assembly and testing of the units. Awareness training was given to personnel who work in the rework process on machine 441. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, it was found that the slide clamp was missing from a 60¿ micro volume extension set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the slide clamp to be missing from the device. This confirmed the issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.